Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The premature deployment was confirmed as the device was returned with the stent fully deployed out of the delivery system. The difficult to advance into the introducer sheath was not tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the introducer sheath was bent or collapsed causing resistance during advancement and resulting in the distal sheath of the absolute pro to slightly retract resulting in partial stent deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 7x8mm absolute pro self-expanding stent (ses) was being advanced to the target lesion when the stent deployed in the introducer sheath. The issue was noted when the device was removed from the anatomy, to figure out why it would not advance. Another absolute pro was used without issue to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.